Manufacturer narrative:
(B)(4). The inpen paired to the commercial app with 1.5 u pairing dose. My inpen menu displayed: the following values were dialed and dosed: 4.0u and 3.0 u were recorded, 4.0 u dialed and 3.5 u were recorded and 4.0 dialed and 1.5 u were recorded. The inpen values transmitted did not matched bolus dialed. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs were misalign and off the encoder guide. This cause an unexpected travel of the encoder pattern wheel creating a misalignment of the encoder patter wheel and the encoder contact pcba. This also created contamination build up caused by encoder tabs rubbing at the walls of the encoder guide. It was determined contamination and/or misalignment can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. Inpen was received with missing cartridge holder.

Event description:
Information received by medtronic indicated that npen app was not recording correct dose. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.